Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Inadequate capture was noted on the right ventricular (rv) lead. X-ray imaging was performed and confirmed a lack of slack of the rv lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.